Event description:
The customer reported via phone call experiencing high blood glucose levels and wished to program the replacement insulin pump he had. The customer's blood glucose was 571 mg/dl. The customer drank a lot of water, and his blood glucose lowered to 507 mg/dl. The customer stated that he had lost the old insulin pump and would call back in order to program the insulin pump when he obtained his settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.